Event description:
Per user facility medwatch dated 06/30/2005 provided to fiber distributor in 2005, a patient underwent laser lithotripsy of a kidney stone. A segment of an old laser fiber, approximately 1 inch in length, was found embedded in the removed stone. The patient had prior laser lithotripsy procedures in 08/2003 and 10/2003.